Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube lihep plh 16x100 10.0 plbl gn the sample was clotting. Additionally, the customer observed the heparin additives in the tube was dry (abnormal additive). There was no report of impact to the patient or user.

Event description:
It was reported when using the bd tube lihep plh 16x100 10.0 plbl gn the sample was clotting. Additionally, the customer observed the heparin additives in the tube was dry (abnormal additive). There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-may-2024. Investigation summary: bd received four hundred (400) samples and eleven (11) photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for clotting and additive abnormality were observed. Ten (10) customer samples were randomly selected and evaluated by functional testing. The indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, one hundred (100) returned samples were randomly selected and visually inspected. No additive abnormality was observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of additive abnormality and clotting based on photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.